Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1832 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was transferred from the department of respiratory medicine to the second area of the department of oncology for chemotherapy on (B)(6) 2020 due to invasive ductal carcinoma of the left breast with pleural metastasis. Due to the need for chemotherapy, the PICC tube of the left upper limb was placed at 16:00 on (B)(6) 2020 for chemotherapy. Due to the medical condition, the patient needs to be hospitalized intermittently for chemotherapy. Therefore, after admission on (B) (6) 2020, he developed pain in the left upper limb and slight swelling of the distal end. On (B)(6) 2020, the b-ultrasound of the venous blood vessels of the left upper limb was perfected, indicating the possibility of thrombosis. After subcutaneous injection of enoxaparin 4000iu, local wet compress and other treatments, the patient's uncomfortable symptoms gradually disappeared, and the b-ultrasound was reviewed dynamically.